Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic after receiving high voltage therapy from their implantable cardioverter-defibrillator. Upon review, inappropriate high voltage therapy was noted due to right ventricular lead dislodgement. The lead was successfully repositioned on (B)(6) 2019. The patient was stable throughout.